Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis did not reveal any device malfunction. The electrical characteristics of the returned device conformed to established specifications.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis did not reveal any device malfunction. The electrical characteristics of the returned device conformed to established specifications.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinum devices issued in july 2018. Preliminary analysis did not reveal any device malfunction. The electrical characteristics of the returned device conformed to established specifications.